Event description:
Customer stated, the insulin pump had a blank display. Customer's blood glucose was 341 mg/dl. No physical damage noted on the device. The device was not dropped, bumped, or exposed to moisture. Customer stated the metal bar fell out of the battery cap. Customer was advised to insert a new battery and display did not return. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.